Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested but not yet obtained: is the device available to be returned for analysis? If yes who do I send the shipper kit too? Is a replacement requested? What was the surgeon name? How did the device fail to staple properly? Were the clips malformed? Was the staple line incomplete? Was there any patient consequence? At what firing did the issue occur? What color cartridge was being used? Is a letter of analysis needed?